Manufacturer narrative:
This report is being sent as part of a service record retrospective review that was self identified by haemonetics. The following parts were sent to customer biomed for repair: pcb,assy,bkplane,pcs2,8150,acp, cable assy,control distribution. The suspect device/part was not returned to haemonetics, without physical sample provided for evaluation, the root cause cannot be determined.

Event description:
Haemonetics was notified that a customer reported, "while replacing the pcb, it started smoking and burnt control panel distribution cable: it started smoking and burnt". There was no donor involvement.